Event description:
Gown was donned by scrub tech during surgical case. The individual noticed that her scrubs felt damp against her skin where the outside of the gown had blood castoff from procedure. Upon removal of the gown, scrub tech discovered that her scrubs had blood soaked onto them from the outside of the gown.

Manufacturer narrative:
The OEM for the aami level 3 gown reported in this event was engaged to investigate any potential root causes of the reported event related to the manufacturing of the gown. The CAPA is attached to this record.